Manufacturer narrative:
(B)(4). Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. Device received with cracked keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that customer's insulin pump buttons were being worn down and was cracked and gets stuck and cannot press it and does not work. The customer¿s blood glucose level was unknown. Customer states the pump has cosmetic damage. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The insulin pump will be returned for analysis.